Event description:
Customer reported device = 365 mg/dl. Customer was teken to the hosp and their device = 147 mg/dl. No treatment was received. Controls were used but not certain if values are within range. A request was made for return product and replacement product was sent.